Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Also included is a report of use error, the patient reconnected to the set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a connection issue between a cassette set and a transfer set during initial drain peritoneal dialysis therapy. The patient line disconnected from the transfer set. The patient then reconnected to the set. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.